Event description:
It was reported that during the implant procedure the helix on the right ventricular (rv) lead was not able to be extended. The lead was removed and the helix still would not extend after more than 30 rotations. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst commented that the lead was returned with the helix partly extended and tissue visible in it. Tissue was removed with alcohol and the helix extends and retracts within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.